Event description:
The hospital's biomed reported the mx40 telemetry device had sound that was too low for proper use. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
The hospital's biomed reported the mx40 telemetry device had sound that was too low for proper use. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.